Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device is no longer working. Also, the device is no longer powering on, and the device is just completely white screen and sometimes it's just black screen. Patient passed away while waiting for a replacement device. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Manufacturer was unable to access the error log, manufacturer was able to get care orchestrator information from device, corrosion/verdigris on the dc power jack, dirt-like contamination on the top enclosure, crack/damage on the top of the humidifier, discoloration on the seals in the humidifier, dirt-like contamination inside the humidifier, corroded screws on the bottom of the humidifier (indicative of water ingress), corrosion on the heater plate (indicative of water ingress), broken screw boss on the humidifier, potential mineral deposits on the humidifier, corrosion at r268, r296, r55, r58, r56, bti, c267, and c268 on the main pca (indicative of water ingress), display flashes from white to black when powering up the device. Manufacturer was able to confirm the complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP, dom - recrt the manufacturer received information alleging that patient had passed away. There was no serious patient harm or injury. The patient 's required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.